Event description:
Patient stated in (B)(6) of 2021 after wearing v-go for 9 hours the needle button accidently released prior to the completion of the 24-hour period. Patient could not confirm exact date and discarded v-go.